Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery failure. There was no reported patient involvement/adverse patient impact.